Event description:
Procedure: hernia repair. Reportedly, the instrument would not release the tack and it stuck into the mesh. The tack would not unscrew. Therefore some of the mesh had to be cut out and replaced with another section. No patient injury reported.